Event description:
It was reported that an arteriotomy closures of the right common femoral artery and the left common femoral artery were attempted with proglide devices, using a pre-close technique, via a 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, on both sides after the plunger was retracted, no link or suture present at the needle tip. The sutures of two additional proglide devices were successfully pre-placed on both side prior to the evar procedure. The sheath was upsized to 11f on one side and 18f on the other side and the evar procedure was completed. On both sides the successfully pre-placed sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.